Event description:
Bd(becton dickinson) integra syringes have been dispensed twice to this patient that had needles bent inside of the sheath. It has been difficult for her to use the syringes with bent needles. This has not caused an injury. But the manufacturer should be made aware to correct the manufacturing process.